Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of instrument service history, review of historical data, and a review of product labeling. Through troubleshooting the lamp was replaced, which resolved the issue. The lamp (list number 09d45-02) was determined to be the likely cause for the issue. A review of instrument service history did not identify any contributing factors nor any additional erratic or discrepant results. No adverse trends and no similar issues for discrepant results were identified. No systemic issues or nonconformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information for one patient: sid (B)(6). All available patient information has been provided.

Event description:
The customer reported false elevated magnesium results when processing on the architect c8000. The initial result for sid (B)(6) was >3.9 mmol/l and the retest result was reported to be in normal range. Another patient sample had an initial result of >3.9 mmol/l and retest was in normal range. No impact to patient management was reported.